Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a harmonic ace instrument and completed the device evaluation. Inspection found a broken blade and a missing piece measuring approximately 0.205" was not returned for evaluation. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The system will display an error message and will seize to work accordingly once it detects any blade damage. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with a missing blade.

Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, the harmonic ace instrument blade was found broken approximately 20 minutues during intraoperative use. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The damage was a "direct breakage" and this was identified outside of the patient's body.